Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked through a y-site port (clearlink). It was not specified when in the process step this occurred. The set contained total parenteral nutrition (tpn). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-03721. All information can be found under manufacturer report number 1416980-2022-03721. Should additional relevant information become available, a supplemental report will be submitted..